Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was having urgency, but was still not able to void. The patient was in pain the day prior to the call and was still a little sore on the day of the call. Patient status is unknown at the time of this report andno device malfunctions were reported. There were no further complication reported or anticipated.